Event description:
A non-healthcare professional reported that during an intraocular lens implantation procedure the plunger didn't engage the lens. The plunger bypassed the lens or plunger went over the lens. Additional information has been received and stated that the procedure was completed with the new intraocular lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced over the lens to mid nozzle. The lens was located under the plunger, still in the loading area of the device. Product history records were reviewed and the documentation indicated the product met release criteria. A non qualified viscoelastic was indicated. A plunger override was observed. The root cause may be related to a failure to follow the instructions for use (IFU). A nonqualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur due to rapid advancement faster than the IFU recommend rate. Due to the use of a non qualified viscoelastic. Material properties of non qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A nonqualified viscoelastic was used in the device. The IFU instructs during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur due to rapid advancement faster than the IFU recommend rate. Due to the use of a non qualified viscoelastic. Material properties of non qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (more than 23degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).